Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A delivery delay with a replacement freestyle libre 2 sensor was reported. The replacement device was issued as customer had reported receiving a "replace sensor" message on the same day of sensor application. Due to delivery delay, customer reported experiencing a seizure and loss of consciousness and was unable to self-treat, requiring treatment of glucose gel by hcp. There was no report of death or permanent injury associated with this event.